Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during third inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient's body with no issue. The procedure was completed with a different device. There were no patient complications nor injuries reported.